Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled bone augmentation for revision total ankle arthroplasty with large bone defects. A technical note on 10 cases¿, by monika horisberger, et al, published in acta orthopaedica in 2015; was reviewed. The purpose of the article was to show how to perform revision taa in patients with substantial bone loss. The procedures described in the article were performed as a one stage or two stage revision. Two of the ten cases noted in the article were taa that were revised from an agility prosthesis (depuy). The indications for revision for all cases was aseptic loosening of the taa associated with extensive bone loss at the tibia, the talus, or both. In all cases preoperative diagnosis was posttraumatic osteoarthritis (oa). There were no intraoperative or postoperative complications. The two cases with agility prosthesis are noted below: patient 1: two years until revision, one stage revision with bone augmentation of the tibia: 2x monocortical. Patient 8: eight years until revision, one stage revision with bone augmentation of the tibia: 2x biocortical. At final follow-up, the tibial and talar components were radiographically stable. Patient 1: two years until revision, one stage revision with bone augmentation of the tibia: 2x monocortical.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.